Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Discarded by the hospital.

Manufacturer narrative:
An event regarding periprosthetic fracture involving an abgii stem was reported. The event was not confirmed. Method & results: -device evaluation and results: the reported device was not returned for evaluation -medical records received and evaluation: insufficient medical records were received for review with a clinical consultant -device history review: the device history review indicated that all devices were manufactured and accepted into stock with no reported discrepancies. -complaint history review: the complaint history review indicated there have been no similar previously reported events for the same lot number conclusions: the exact cause of the event could not be determined because the reported event could not be confirmed based on the information provided. It was noted in the reported event that the patient fell and was revised for periprosthetic fracture. Further information such as x-rays and operative notes as well as patient history and medical records are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the patient fell and sustained a peri-prosthetic fracture around their abg ii hip replacement, on the left side. Abg ii stem was removed, as well as ceramic femoral head; abg ii cup left in situ. Dall miles trochanteric grip plate, cables and restoration modular stem inserted (B)(6) 2015.

Event description:
It was reported that the patient fell and sustained a peri-prosthetic fracture around their abg ii hip replacement, on the left side. Abg ii stem was removed, as well as ceramic femoral head; abg ii cup left in situ. Dall miles trochanteric grip plate, cables and restoration modular stem inserted (B)(6) 2015.